Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor had cracked through the eyelet. A visual inspection revealed that the anchor had not been deployed, but had cracked through the eyelet and middle. The anchor was removed from the device and it was revealed that one of the inserter tines had broken off inside of the anchor. There was debris on the anchor and sutures. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force, or excessive torque. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the twinfix anchor was broken, pieces were removed. Insertion site had been prepared with a 4.5 mm tap. The procedure was completed with a smith and nephew back up device. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.